Manufacturer narrative:
This report is filed april 23, 2014.

Event description:
Per the clinic, the patient experienced skin flap breakdown at the implant site and the device extruded. Subsequently, the device was explanted (B)(6) 2014. The device has not been made available for analysis as of the date of this report, (B)(6) 2014.

Manufacturer narrative:
(B)(4). Device currently unavailable.